Event description:
Dr. Reported that two abutments broke in function. Pt is reportedly fine. Pt is same pt as medwatch report #2023141-1997-00801.

Manufacturer narrative:
No observable defects could be found with the components themselves. Measurements taken met design requirements. Review of the lot history of the subject products could not be completed since the lot numbers were unavailable from the dr.'s office.